Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing was performed and indicated that an instrument issue can be ruled out as a contributing factor. Although historical quality control data show acceptable performance, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), a performance issue with vitros tropi es lot 1870 cannot be completely ruled out as contributing to the event. The customer is not following manufacturer recommendation for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. In addition, insufficient instrument maintenance cannot be ruled out as contributing to the event.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 8.983 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory and questioned by a physician. There was no allegation of patient harm made as a result of the event. (B)(4).